Event description:
As reported by the sales rep per the user facility: clip did not engage, nurse placed stylette to the side, during cleanup, sustained needlestick injury. Needlestick injury precautions taken at facility. Additional information provided by the sales rep indicated the sample was discarded and is not available for evaluation. The nurse is fine and suffered no adverse sequela associated with the incident. All protocol bloodwork testing performed on the nurse and the patient has been negative.

Manufacturer narrative:
The actual device was not returned to the manufacturer to evaluate. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer.